Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that in 3 east med-surgery department the device alarmed 'safety clamp open alarm' even though the pump door is closed. Bd representatives were able to observe the device on the unit and observed a bent sear and a chip missing from the lighthouse. During demos this same device also had 'resistance when closing the pump door latch'. This was reported to bd representatives during their site visit. There was patient involvement but no harm.

Event description:
It was reported that in 3 east med-surgery department the device alarmed 'safety clamp open alarm' even though the pump door is closed. Bd representatives were able to observe the device on the unit and observed a bent sear and a chip missing from the lighthouse. During demos this same device also had 'resistance when closing the pump door latch'. This was reported to bd representatives during their site visit. There was patient involvement but no harm.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an safety clamp open alarm even though the pump door was closed was not determined because no products or device logs were returned.